Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was retained by the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported that patient is not experiencing pain after removal of the screws.

Event description:
On (B)(6) 2017 it was reported to k2m inc. That a patient was complaining of pain and was revised to remove the screws. Revision surgery took place on (B)(6) 2017.